Manufacturer narrative:
The complaint information indicates that three impella pumps were reportedly used, all with an implant date on (B)(6) 2025. However, no additional device identifiers, sequence off use, or clarification of device types were available in the complaint record accessible for report assessment at time of reporting. Review of available patient updates suggestion clinical documentation dating back to november, which may indicate prior mechanical circulatory support; however, the specific device types, implant dates, and explant dates could not be confirmed. The reported flow value of ¿>1 l/min at p-6¿ may be inconsistent with expected performance at that performance level; however, the report reflects the information exactly as reported by the complainant. A request for additional information, including clarification of the device sequence, implant/explant dates, and device identifiers, was sent to the sales representative on 19-dec-2025. No response has been received as of the date of this report submission. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported on the first day of support that the impella flows decreased to >1 l/min at performance level (p)-6 with a suction alarm. Placement signals were reported as decoupled. Adequate preload and right heart function were reported to be confirmed. The pump was repositioned without change in performance. Laboratory findings showed an increase in the patient¿s lactate dehydrogenase. The patient¿s urine output was minimal and remained yellow at baseline. Systemic anticoagulation was reported as therapeutic. There was no motor spike observed per the patient¿s care team. There were erroneous impella alarms at p-2. The patient was reported to be hemodynamically stable.

Manufacturer narrative:
Ip codes added: insufficient information, death. Ip codes removed: pump suction, optical sensor issue. Clinical assessment: a 69-year-old female with advanced cardiomyopathy presenting with acute decompensated chronic heart failure.the patient was initially supported with veno-arterial ECMO and an impella cp due to severe hemodynamic compromise. After approximately one day of support, the patient was taken to the operating room for escalation of mechanical circulatory support. The impella cp was upgraded to an impella 5.5, and the ECMO configuration was transitioned from va to vv ECMO. The impella 5.5 was successfully placed under echocardiographic and fluoroscopic guidance without immediate complications. The patient was subsequently monitored to determine further treatment strategy. The patient underwent ECMO decannulation shortly thereafter.following ECMO decannulation, the patient remained on impella 5.5 support. Multidisciplinary discussions were ongoing regarding coronary artery bypass grafting (CABG) versus palliative care. The treatment strategy initially included bridge to transplantation, which later transitioned to a bridge-to-recovery approach. During this period, the patient demonstrated clinical improvement, including successful ambulation, and no impella-related issues were reported. After approximately four weeks of impella 5.5 support, a device-related concern was noted. Impella flow decreased to <1 l/min at p6, accompanied by suction alarms and decoupling of placement signals. Evaluation confirmed adequate preload and preserved right heart function. The pump was repositioned; however, there was no improvement in flows. Laboratory evaluation demonstrated an increase in ldh. Urine output remained minimal but unchanged from baseline, with urine color described as yellow. Systemic anticoagulation was therapeutic, and no motor current spikes were observed per the care team. Erroneous ¿impella in aorta¿ alarms were noted at p2. Despite these findings, the patient remained hemodynamically stable. Given the persistent device concerns, the impella 5.5 pump was replaced with another impella 5.5. Documentation also notes that an axillary impella cp was placed on the same date due to a patient complication; however, no further details regarding the indication or duration of cp support were available. Ultimately, care was withdrawn, and the patient expired. The first impella 5.5 pump will be coded for insufficient information and device repositioning and device revision/replacement and conservatively for death. The observed decrease in flow and alarms occurred late in the support course, after prolonged device use. There was no evidence of improper placement, inadequate preload, right ventricular failure, or anticoagulation failure at the time of the event. The absence of motor current spikes and maintained hemodynamic stability suggest that the event was not associated with abrupt mechanical failure. The event was managed per standard clinical practice with device exchange. Regarding the second 5.5 pump and last impella cp pump, there is insufficient information to determine causality. Therefore, death conservatively coded for this impella 5.5 pump. Engineering assessment: during impella 5.5 support, pump flows decreased, with suspicion of thrombus ingestion, and were unable to be resolved by repositioning or standard troubleshooting. A false impella position in aorta alrm triggered during the unresolvable low flows. Decoupling of left ventricle and ao signals are caused by suction and flow issues, not a sensor failure. The impella 5.5 was removed and replaced with another impella. Support continued until the patient expired. These events are reportable per sop-ra04-f002.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product or data logs returned. Analysis summary: low or blocked pump flow / pump suction: low pump flow and suction despite adequate preload and right heart function, no cannula kink observed, and no left ventricle (lv) thrombus. Repositioning did not resolve the issue. The cause of the low pump flow / suction was unable to be determined due to insufficient product/data returned. Optical sensor issue: pump reported to be in proper position despite the pump in aorta alarm. The cause of the optical sensor issue was unable to be determined due to insufficient product/data returned. Device history review: the complaint pump passed all post sterile inspection checks.

Manufacturer narrative:
D4 (serial & catalog) has been updated. D2 (death & death of date) has been ticked and added date. Low or blocked pump flow: the cause of the low or blocked pump flow was unable to be determined due to insufficient product/data returned. False alarm: the cause of the optical sensor issue was unable to be determined due to insufficient product/data returned.